Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the wires from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's nurse provided the patient with an air mattress, due to the patient laying on his back frequently. Follow up indicated that the patient's skin irritation improved.